Event description:
Front caster detached from pt's walker and he reinserted it into the frame. Two to three days later the front caster bent toward the rear of the unit as he was walking in his home. No fall, no injury.